Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensors have calibration and blood glucose value required multiple times and is not able to get into auto mode. Blood glucose value was 146 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to wait an hour or two before doing another calibration. The customer also stated they have a partial display. The customer was advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. (B)(4).